Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the touch screen became cracked. The customer stated that the pump was still functional. The customer's blood glucose level was 204 mg/dl. Customer stated the pump would continue to be used for insulin therapy.